Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "encapsulated"; "ruptured" saline device (deflation).

Event description:
Patient reported "breast implant 2019 recall", "encapsulated and ruptured" and "intracapsular ruptures. Small lymph nodes in breast. Several radial folds. The implant capsules are partially calcified¿ via MRI . This record is for the right side. Device remains implanted.